Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was inquiring about getting a new ins since their current ins is getting close to 9 years. The patient mentioned it takes longer to charge the ins compared to when they first received the device. The patient does received all coupling bars however.